Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16582. It was reported that noise was observed on the atrial and right ventricular leads, which was reproducible with pocket manipulation at separate times on both channels. Both leads were explanted. The patient was stable before, during and after procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. External abrasion breaching the outer insulation exposing the outer coil was noted at 12.5 to 14.6 cm from the connector pin caused by friction to the device can. This is consistent with the observation from the field of noise. All other damage noted is consistent with procedural damage.